Event description:
Caller reported damage to the usb port and pins of the pump housing, which affected the ability to charge the pump, though it did not cause the pump to shut down. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. The customer will continue to use the pump for insulin therapy.